Event description:
During a follow-up interrogation, the device was found to have reached eri approximately 18 months sooner than projected by the programmer. The device was explanted on (B)(6) 2012 and replaced with a new reply pacemaker.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Device not returned.

Event description:
During a follow-up interrogation, the device was found to have reached eri approximately 18 months sooner than projected by the programmer. The device was explanted on (B)(6) 2012 and replaced with a new reply pacemaker.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending. (B)(4) 2012: since the device was not returned, the files from the programmer were reviewed. With the available data, the overall estimated longevity performed is approximately 82 months. The implantation duration was (B)(6) months, which is higher than 75% of the overall expected longevity estimation. Based on hrs recommendations, normal battery depletion occurred. The parameters were changed at the end of a follow-up on (B)(6) 2011, which affected the longevity estimation; so the device reached eri before the physician's expectations.